Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'air in line error' which was reproduced. A review of the event history log identified multiple 'air in line!' Alarms. The reported condition was verified. The cause was determined to be an out of calibration and could be calibrated ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an air in line error. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.